Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to change cartridge multiple times and would no progress through load sequence. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 170 mg/dl.